Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that tunneling had not been performed yet, therefore, re-tunneling did not occur. A new wens was not tried before the initial lead replacement. It was noted that lead va2b0ak026 was implanted in 2023 and was explanted.

Manufacturer narrative:
Continuation of d10: product type accessory product ID 977a275 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2026 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2026 explanted: (B)(6) 2026 product type lead h6 correction: coding removed from pli 30 for the impedance allegation. Coding was incorrectly applied, and should have only been coded to pli 20. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Lead information was updated. A photo of the specific impedances measurements was provided, in which the high impedances noted were ranging from 30,000 to 40,000 ohms. The manufacturer representative (rep) noted the two leads and wireless external neurostimulator were in their possession and will be returned as soon as possible.

Manufacturer narrative:
D10 information updated: product ID 977a275. Serial# (B)(6). Implanted: (B)(6) 2023 explanted: (B)(6) 2026. Product type lead; product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2026 explanted: (B)(6) 2026. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Device analysis for lead (B)(6) revealed conductors 0-7 broken/segmented near injex anchor site. The returned device was sub jected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Device analysis for lead (B)(6) revealed no anomaly found. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. H6 codes belong to the leads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that there were high impedances on all poles except proximal contact (7) during trial. Loss of therapy. Cause was unknown. Surgical lead was replaced. After placing a new lead, trialing failed due to sporadic high impedances on different lead poles. After switching to a new external neurostimulator (wens), the high impedances remained. Only after replacing the lead with a new one, were impedances good and the trial was completed. Lead handling during the procedure may have contributed to the issue. Troubleshooting taken during the procedure: cleaning / drying the lead and the wens, removing and then repositioning leads in the wens. The issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# unknown implanted: explanted: (B)(6) 2026. Product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2026 explanted: (B)(6) 2026 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown, ubd: 19-dec-2021, UDI#: ; product ID: 977a260, serial/lot #: (B)(6), ubd: 17-sep-2029, UDI#: (B)(4). G2. Foreign: germany medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.